Event description:
The customer reported the unit will not charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not charge. There was no reported pt involvement. The customer confirmed the ac power module had a broken connector and when swapped with a known working ac power module, the issue was resolved. The ac power module was replaced and resolved the issue. The ac power module was not available for eval. We consider this a failure of the ac power module where the connector pulled out and the unit would not charge.